Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the clips were crossing at the distal end. Opened another instrument to complete the case. There was no consequence to the patient.